Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver was slow and completely stopped in use on a patient. The procedure was completed with a backup driver. The serial number provided was (B)(4) which indicates that it was manufactured in 2009. No report yet on patient's condition.